Manufacturer narrative:
Oxygen concentrator is being held in evidence for examination. A follow-up report will be submitted once the eval is completed.

Event description:
Fire allegedly involving an oxygen concentrator mfg by airsep. Fire damaged in area of oxygen concentrator.